Event description:
It was reported that the health care professional (hcp) called for review of a stored event for this patient with a pacemaker as there was a concern of far-field oversensing. Technical services (ts) reviewed the data and noted that the patient has a true non-sustained ventricular tachycardia event, in which there is a small discernable far-field signal however, it was not being sensed. Additionally, it has a distinct morphology when the rate is slow versus fast and wider. The rhythm goes into a fast ventricular tachycardia (vt), however, there is some right atrial (ra) undersensing. Review of earlier events the ra signal was large and was being sensed. Ts discussed troubleshooting options. At this time, the device remains in service. No adverse patient effects were reported.